Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that this patient's femoral stem was revised, from a summit basic cemented stem to an 8" solution stem, due to a periprosthetic fracture of the proximal femur. The periprosthetic fracture occurred during the implantation of the primary stem six days earlier. The scrub tech initially mixed a insufficient amount of bone cement for the implantation of the summit basic stem. By the time a second batch of cement was mixed and inserted into the patient's femoral canal, the initial cement had already begun to harden. During the surgeon's attempt the drive the stem distally through the hardening cement, the distal tip of the stem broke through the side wall of the femur. A distally fixed stem was used during this revision procedure to replacement the original cemented stem. A replacement bi-polar femoral head was also utilized during the revision procedure. It was also stated that the stem was loose at unknown interface and a depuy cement was used. Doi: (B)(6) 2015; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.